Manufacturer narrative:
Corrected section d5. Product event summary: the controller and one of the controller ac adapter were returned for evaluation; while the second controller ac adapter with the unknown serial number was not returned. Failure analysis of the returned devices revealed that the units passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. Event log file revealed a controller power up event on (B)(6) 2018 at 02:12:49. The data point prior to the loss of power revealed that (B)(4) was connected to power port one with 95% relative state of charge (rsoc) and that a controller ac adapter was connected to power port two. The data point recorded after loss of power revealed that (B)(4) was connected to power port one and that a controller ac adapter was connected to power port two. The controller was without power for twelve seconds. As a result, the reported power switching and loss of power events were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to evaluate controllers losing power and implement corrective actions as required. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: controller ac adapter, (B)(4). D4 expiration date: 2017-01-31 UDI#: (B)(4). H3: yes h4: mfg date: 2016-01-01 h6 FDA method code(s): 10 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 controller ac adapter, unknown serial number d10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ controller ac adapter d4: controller ac adapter / (B)(4). Model #: 1430de/ catalog #: 1430de d10: yes, return date: 2018-10-24 h3: no, device evaluation anticipated, but not yet begun h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ cac adapter d4: / model #: 1430de (B)(4). Heartware ventricular assist system ¿ cac adapter/ model #: 1430de (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was connected to power sources, the controller briefly loss power. Upon interrogation, the site reported that the patient had observed power switching. The patient was concerned and switched controllers. The devices have been exchanged. No patient complications have been reported as a result of this event.